Manufacturer narrative:
A4 is unknown. The returned pump confirmed the sterile sleeve was torn off the touhy. The cause of the product damage was reasonably foreseen misuse of the device due to manipulation attempt of the sleeve while the touhy was locked. The data log review showed rising purge pressure with purge flows decreasing and slight motor current increase, but no spike. The pump was returned cut but biomaterial was found in the purge gap. The cause of the purge system blocked was biomaterial build up. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a thrombosis causing aphasia. The clot was removed. Additionally, the sterile sleeve was torn from the touhy.